Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit and verified the problem. Repair is pending customer's decision.